Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was admitted in hospital on (B)(6) 2024. Length of hospitalization was less than 24 hours. The blood glucose level was 300 mg/dl. Therefore, patient was treated with intravenous insulin drip. Diabetic ketoacidosis and vomiting were reason of hospitalization. No further information available

Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. E1: patient city: (B)(6). Patient country: united states.